Manufacturer narrative:
Sections with additional information as of 23-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. H10: most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on 27-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high, low and erratic blood glucose test results. The customer is concerned with test results from results obtained of 119 mg/dl non-fasting, and 183 and 132 mg/dl fasting. The customer¿s expected am fasting blood glucose test result range is 100-115 mg/dl and expected non-fasting blood glucose test result range is 160-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 119 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/25/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).